Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Helix testing found dried blood/tissue likely prevented the helix mechanism from retracting. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. An invasive procedure was performed. An attempted to reposition the lead was made, however difficulty was experienced with the helix mechanism. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.